Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro 2 stopped working and it was not the safety shut down. The cord was switched and device continued working, but towards the end of the procedure, the c-ring broke. It was retrieved through the original incision. A retrieved unit was used to complete the procedure. The hosp did not report any pt effects. The hemopro 2 and cable are returning. Maquet cardiovascular anticipates the return of the product in question. Refer to 2242352-2011-01451 and 01452.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).